Event description:
When changing drainage bag the screw on the tube that connects the drip chamber to the drain bag broke. This has happened at least four times this month. The plastic acts like it possible is old or got too hot.